Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a service required alarm occurred on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy202 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician observed an issue regarding the o2 sensor which caused a low o2 message to occur. In conclusion, the device's o2 cell, settings and internal connection were reset, to address the issue. The root cause is confirmed at this time. The system meets the specification for the performed service and is returned to use. New information: this report is being sent to correct our previous submission. The device was serviced and the system meets the specification for the performed service and is returned to use. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
The manufacturer received information alleging a service required alarm occurred on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy202 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician observed an issue regarding the o2 sensor which caused a low o2 message to occur. In conclusion, the device's o2 cell, settings and internal connection were reset, to address the issue. The root cause is confirmed at this time. The system meets the specification for the performed service and is returned to use.